Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material could not be removed since reprocessing was not conducted properly due to leakage at the scope body and angulation control knob. The event can be prevented by following the instructions for use which state: "operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories -clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. -take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in, due to deformation of switch box, water tightness was lost. Due to a crack on scope body, water tightness was lost. Due to deformation of right/left knob, water tightness was lost. Due to deformation of up/down knob, water tightness was lost. Air water cylinder had discoloration. Suction cylinder had discoloration. Control unit had a crack. Scope connector had corrosion due to water leakage. Electrical connector had corrosion due to water leakage. Due to a pinhole on bending section cover, insulation resistance value at distal end did not meet the standard value. Due to a scratch on objective lens, the image had dark area partially. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Plastic distal end cover was deformed. Objective lens had a scratch. Light guide lens had a scratch. Universal cord had buckling. Connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii gastrointestinal videoscope had severe restrictions in the operation of the angular deflector. The event did not take place during a patient examination. There was no report of patient harm associated with the event. During incoming inspection, it was determined the jet channel had foreign material lodge at the channel entry, nozzle had stains around it, adhesive on bending section cover had foreign objects and connecting tube had foreign objects. This medwatch is being submitted to capture the reportable malfunction found during evaluation.